Manufacturer narrative:
Ous MDR - the device was not returned for analysis. In addition, no specific info on the clinical observation was received. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process which might be related to the clinical observation. In case the lead is explanted, it would be helpful to send this biotronik for analysis. In summary, the review of the quality documents confirmed a regular device mfg.

Event description:
Ous MDR - it was reported that the leads did not work. There were no dates or any additional info provided.